Manufacturer narrative:
The actual device was returned for evaluation. Although the initial report did not identify any deficiency, it was observed during the device evaluation of the motor device that the set screws and the teflon seal were worn out. Evidence indicates this is due to usage wear over time. If additional information should become available, a supplemental medwatch report will be sent accordingly. (B)(4).

Event description:
It was reported that a motor device had an unknown malfunction. It was unknown to the reporter when the alleged defect occurred. It was unknown to the reporter if the device was used in surgery, if there was a delay in a surgical procedure or if a spare device was available. It was unknown to the reporter if injuries or medical intervention were reported. All available information has been disclosed. Several attempts have been made to obtain additional information concerning the reported event; however, no additional information has been provided. A supplemental medwatch report will be submitted if further information is received.